Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device (one moved into the middle of my uterus)") in a 41-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mycotic allergy (approximate date of treatment (B)(6) 2016), chest pain (approximate date of treatment (B)(6) 2017), chronic back pain since 2015 and endometriosis. Concomitant products included almotriptan malate (axert) for migraine and headache, antibiotics for urinary tract infection and vaginal discharge as well as benzonatate from march 2016 to april 2016, codeine from october 2015 to november 2015, cyclobenzaprine from may 2016 to june 2016, hydrocodone from september 2016 to october 2016, leuprorelin acetate (lupron) from 2016 to 2017, loratadine from 2015 to 2016, naproxen from 2016 to 2018, nicotine polacrilex from 2017 to 2018, omeprazole (prilosec) from 2015 to 2017, pantoprazole from 2015 to 2017, varenicline tartrate (chantix) since 2014 and zolpidem tartrate (ambien) since 2014. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, urinary tract infection ("infection (bladder/urinary tract/vaginal) (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic or hypersensitivity reaction (pain and itch)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced rash ("skin rash"), abdominal distension ("bloating"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal pain"), cough ("cough") and pelvic discomfort ("discomfort"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rash, abdominal distension, dyspareunia, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, female sexual dysfunction, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown, the headache and pelvic discomfort had not resolved and the migraine and cough was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, cough, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic discomfort, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. A essure implant seen coiled on posterior surface of fundus. The coil measures 1.3 cm from the right anterior cornea of the uterus and 5.4 cm to the cervix. On the right side, there were 3 coils visualized after essure . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014 hysterosalpingogram should the essure inserted on the right appears properly positioned with the coil at the distal end of the cornu. On theleft side the exact position of the insert is much less clear isuspect however that the insert is at least 15 mm from the cornu. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, migraine, allergy to metals, abdominal pain, cough, headache. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (pain and itch), infection (bladder/urinary tract/vaginal) (urinary tract), apareunia (inability to have sexual intercourse), migraines / headaches, nickel allergy, dysmenorrhea (cramping), discomfort, vaginal discharge, fatigue, hip pain, vaginal pain, cough. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device (one moved into the middle of my uterus)") and device dislocation ("right essure device coiled under serosa of right fundus") in a 41-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd. Concurrent conditions included mycotic allergy (approximate date of treatment (B)(6) 2016), chest pain (approximate date of treatment (B)(6) 2017), chronic back pain since 2015, endometriosis, sinus pain, nabothian cyst, hot flushes and inflammation nos. Concomitant products included almotriptan malate (axert) for migraine and headache, antibiotics for urinary tract infection and vaginal discharge as well as benzonatate from (B)(6) 2016 to (B)(6) 2016, codeine from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2016, hydrocodone from (B)(6) 2016 to (B)(6) 2016, leuprorelin acetate (lupron) from 2016 to 2017, loratadine from 2015 to 2016, naproxen from 2016 to 2018, nicotine polacrilex from 2017 to 2018, omeprazole (prilosec) from 2015 to 2017, pantoprazole from 2015 to 2017, varenicline tartrate (chantix) since 2014 and zolpidem tartrate (ambien) since 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, urinary tract infection ("infection (bladder/urinary tract/vaginal) (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic or hypersensitivity reaction (pain and itch)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal distension ("bloating"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal pain"), cough ("cough") and pelvic discomfort ("discomfort"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy (full), salpingectomy) and surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, rash, abdominal distension, dyspareunia, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, female sexual dysfunction, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown, the headache and pelvic discomfort had not resolved and the migraine and cough was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, cough, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic discomfort, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. A essure implant seen coiled on posterior surface of fundus. The coil measures 1.3 cm from the right anterior cornea of the uterus and 5.4 cm to the cervix. On the right side, there were 3 coils visualized after essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014 hysterosalpingogram should the essure inserted on the right appears properly positioned with the coil at the distal end of the cornu. On the left side the exact position of the insert is much less clear I suspect however that the insert is at least 15 mm from the cornu. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, migraine, allergy to metals, abdominal pain, cough, headache. Concerning the injuries reported in this case, the following one/ones were in patient¿s medical records : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: event "right essure device coiled under serosa of right fundus ", reporter, concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device (one moved into the middle of my uterus)") in a 41-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mycotic allergy (approximate date of treatment (B)(6) 2016), chest pain (approximate date of treatment (B)(6) 2017), chronic back pain since 2015 and endometriosis. Concomitant products included almotriptan malate (axert) for migraine and headache, antibiotics for urinary tract infection and vaginal discharge as well as benzonatate from (B)(6) 2016 to (B)(6) 2016, codeine from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2016, hydrocodone from (B)(6) 2016 to (B)(6) 2016, leuprorelin acetate (lupron) from 2016 to 2017, loratadine from 2015 to 2016, naproxen from 2016 to 2018, nicotine polacrilex from 2017 to 2018, omeprazole (prilosec) from 2015 to 2017, pantoprazole from 2015 to 2017, varenicline tartrate (chantix) since 2014 and zolpidem tartrate (ambien) since 2014. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, urinary tract infection ("infection (bladder/urinary tract/vaginal) (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic or hypersensitivity reaction (pain and itch)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced rash ("skin rash"), abdominal distension ("bloating"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal pain"), cough ("cough") and pelvic discomfort ("discomfort"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, rash, abdominal distension, dyspareunia, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, female sexual dysfunction, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown, the headache and pelvic discomfort had not resolved and the migraine and cough was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, cough, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic discomfort, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. A essure implant seen coiled on posterior surface of fundus. The coil measures 1.3 cm from the right anterior cornea of the uterus and 5.4 cm to the cervix. On the right side, there were 3 coils visualized after essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014 hysterosalpingogram should the essure inserted on the right appears properly positioned with the coil at the distal end of the cornu. On the left side the exact position of the insert is much less clear I suspect however that the insert is at least 15 mm from the cornu. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, migraine, allergy to metals, abdominal pain, cough, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, rash ("skin rash"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, rash, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, device dislocation, dyspareunia and rash to be related to essure. The reporter commented: patient need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.